Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during pre-dilation. There was a perforation which was repaired with add'l stenting. Pt status is listed as "okay".